Manufacturer narrative:
(B)(4). The device was returned with the tissue pad melted and partially detached but the blade tip was intact and not broken off. The device was connected to a test handpiece and generator and the device did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument. The melted and partially detached tissue is not related to the blade tip breaking off. It is possible that the device returned may have been used to complete the procedure and is not the device complained about.

Event description:
It was reported that during an unknown procedure the blade tip of the device separated from the device. Unknown if the piece fell into the patient. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.